Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 16 x 4.00mm rebel stent was advanced for treatment. However, it was noted that the stent cracked during advancing. The device was removed and the patient's status was stable. It was further reported that the cracked part was the distal stent struts and not the shaft as previously reported. The device was completely removed on the delivery system and the procedure was completed with another rebel stent.

Manufacturer narrative:
Date of birth: 1954. Device evaluated by MFR: returned product consisted of a rebel bms catheter. The balloon is loosely folded with the stent secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. Microscopic examination of the device revealed that the proximal end of the stent is damaged. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Date of birth: (B)(6). (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 16 x 4.00mm rebel stent was advanced for treatment. However, it was noted that the stent cracked during advancing. The device was removed and the patient's status was stable. It was further reported that the cracked part was the distal stent struts and not the shaft as previously reported. The device was completely removed on the delivery system and the procedure was completed with another rebel stent.

Manufacturer narrative:
Date of birth: (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 16 x 4.00mm rebel stent was advanced for treatment. However, it was noted that the stent cracked during advancing. The device was removed and the patient's status was stable.

Manufacturer narrative:
Date of birth: (B)(6). (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 16 x 4.00mm rebel stent was advanced for treatment. However, it was noted that the stent cracked during advancing. The device was removed and the patient's status was stable. It was further reported that the cracked part was the distal stent struts and not the shaft as previously reported. The device was completely removed on the delivery system and the procedure was completed with another rebel stent.